Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a pump exchange for suspected thrombosis, and that the patient¿s lactate dehydrogenase (ldh) started to trend down post-exchange; however, on (B)(6) 2018, the patient returned to operating room (or) for another pump exchange secondary to an ldh of 1700 u/l. The inflow cannula was repositioned. No additional information was provided.

Manufacturer narrative:
Device evaluation: the report of thrombus was confirmed through the evaluation of the returned device. The pump was returned assembled with the driveline cut approximately 5 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The lamination and denaturation of these formations indicate that it likely formed over an undetermined period of time while (B)(4) was supporting the patient. Examination of the rotor revealed two red, tissue-like thrombus formations situated between the rotor¿s blades wrapping around the body of the rotor. The thrombi lacked laminated layering indicating that it did not originate on the rotor and initially developed in another location; however, their specific origins could not be conclusively determined. The depositions were not adhered to the rotor and did not show any evidence of denaturation, suggesting that they were not present in the pump for a prolonged period of time. Further analysis revealed a thrombus formation within the proximal side of the outlet stator surrounding the bearing ball. The thrombus lacked laminated layering indicating that it did not initially form in the outlet stator. The origin of this deposition could not be determined; however, the contact marks on the rotor's bearing cup, suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase (ldh). Additionally, the evaluation could not determine a specific cause for the development of the observed thrombus formation; however, the thrombus formations could have caused increased drag on the spinning rotor, contributing to the reported elevations in pump power captured in the submitted system controller log file. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The submitted log file contained data from 25apr2018 to 30apr2018. The pump¿s fixed speed was adjusted throughout the file that ranged between 6000 rpm and 9800 rpm until 29apr2018, when the set speed was set to 9600 rpm until the end of the file. The pump power and estimated flow typically ranged from 5.9 to 8.4 watts and 5.3 to 8.1 lpm, respectively. The average pi ranged between 2.4 and 8.4. The file captured several intermittent power elevations on 25apr2018, 29apr2018 and 30apr2018 that ranged between 8.6 and 9.1 w. These power elevations were associated with increase flows ranging between 8.2 and 9.4 lpm. The pump appeared to be functioning as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump was exchanged and the pump was received for investigation. The evaluation is not yet completed.

Event description:
Additional information was received on 13may2018, it was reported that the patient had an emergent pump exchange for thrombosis due to patient was decompensating. The pump was returned for evaluation. No additional information was provided.